Event description:
It was reported via literature study that the patient's right ventricular (rv) lead caused cardiac perforation, microdislodgement, and poor sensing. No intervention was performed. Additional information was unavailable. The patient's condition was unknown.

Manufacturer narrative:
Details are listed in the article, titled ¿ghosh, a., sriram, c. S., manu, n., sankaradas, m. A., upadhyay, g. M., & pandurangi, u. M. (2025). Permanent left bundle branch area df-4 defibrillator lead implantation-feasibility, procedural caveats, safety, and follow-up. *journal of cardiovascular electrophysiology*, *36*(3), 650¿662. Https://doi.org/10.1111/jce.16585¿. Details such as patient and device information was not provided as this research article was performed retrospectively.